Event description:
During a basivertebral nerve ablation surgical procedure, the surgeon reported to the surgical team that a piece of the probe sheath made of peek (polyether ether ketone) broke in the lumbar area and remains in the bone as the surgeon was unable to retrieve it. Upon the surgical team evaluating the probe, the distal end of the probe was intact, however, the sheath around the tip of the probe was missing. The defective product device was removed from the surgical field, and the surgeon utilized a new probe device that was intact and did not have any functional issues when utilized for the remainder of the surgical procedure.